Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer usb port resulting in the pump shutting off. There was no adverse impact to the customer's blood glucose level due to this reported issue. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source with a non-tandem wall adapter and usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.